Event description:
Rn went to hang a kcl (potassium) piggyback 50 ml connected to the primary IV line which was at 10 ml/hr. Set the library to piggyback at a rate of 150 ml/hr. Opened the secondary clamp and noted free flow of kcl immediately clamped off the secondary line and checked primary bag and there didn't appear to be any retrograde into the primary bag. Decided to add a volutrol to primary line to monitor if any retrograde was occurring. Set piggyback to deliver 30 ml (as a precaution) opened secondary clamp and free flow of kcl happened again. No retrograde fluid appeared in volutrol. Immediately clamped secondary line. Changed out pumps and free flow problem disappeared using the same IV tubing. No harm to the patient.====================== manufacturer response for infusion pump, (brand not provided) (per site reporter)======================they requested the pump and tubing be sent to them to evaluate along with the previous 7 mgh has sent to them. They continue to say they are very concerned about the on-going issues we are experiencing.